Event description:
Patient received a burn to right great toe after pulse oximeter was in place for < less than 4 hours. This is a reoccurring event involving same type of pulse oximeter sensor.======================manufacturer response for pulse oximeter sensor, lncs neo======================biomedical engineering is going to return device to manufacturer for analysis and follow-up.